Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump would not charge, the battery was depleting quickly, and the touchscreen was dim. Reportedly, the usb may have been damaged. There was no impact to customer's blood glucose. Customer continued to use the pump for insulin therapy.